Event description:
Reconstruction plate was implanted after resection surgery on the pt's mandible in 2003. In 2007, the pt felt discomfort in the mandible and returned to the medical facility. X-rays revealed the reconstruction plate had failed.

Manufacturer narrative:
Facility had no prior notice of this event and became aware of this incident upon receipt of a letter from the pt. Letter was dated april 28, 2008 and was received by facility on may 08, 2008. No other info is available at this time. Add'l info will be submitted as it becomes available.